Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 513 mg/dl. The customer treated their blood glucose with a syringe of insulin. Customer also reported their belt clip was broken. Customer's belt clip will be replaced. No additional information provided.